Manufacturer narrative:
(B)(4). Conclusion: failure to follow instructions (undersized stent graft).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 41 mm in diameter and 86 mm in length fusiform abdominal aortic aneurysm. The proximal aortic neck was 32 mm in diameter and 41 mm in length. According to the plan, the bifurcate was deployed at a narrowed section of the aorta, followed by cannulation on the contralateral side. Then, the length of the contralateral side was measured, and an endurant 16x16x82 was implanted. A reliant balloon catheter was used for touch-up. An endurant aortic cuff 32x32x49 was implanted in the thickened area immediately below the renal artery, followed by touch up. An endoleak was observed on the proximal side of the small aneurysm below the renal artery. Although the endoleak still remained after re-ballooning, the physician decided to monitor the patient. The physician attributed the endoleak due to the device selected. The proximal neck was approximately 32mm and the device selected was 32mm; therefore, the physician attributed device undersize as the cause for the type I endoleak. No clinical sequelae were reported and the patient is fine.